Manufacturer narrative:
Multiple beckman coulter field service engineers (fse) were dispatched and evaluated the device. The field service engineers (fse) replaced multiple parts including the ise buffer syringe, peri pump tubing, ise reference valve, ise buffer valve, solenoid assembly, ise processing board, ise buffer dispenser, ise motor driver, sample pot, na, cl and k electrodes, motor control pcb, ise data pcb and pinch valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for sodium (na), potassium (k) and chloride (cl) on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.